Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a faradrive steerable sheath during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation presented air ingress upon insertion of the farawave catheter and aspiration of the sheath. The physician kept aspirating and tapping handle of faradrive sheath for multiple 20cc syringes without improvement. To solve the issue the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to return for analysis as it was deemed contaminated.

Event description:
It was reported that a faradrive steerable sheath during a pulmonary vein isolation procedure to treat a paroxysmal atrial fibrillation presented air ingress upon insertion of the farawave catheter and aspiration of the sheath. The physician kept aspirating and tapping handle of faradrive sheath for multiple 20cc syringes without improvement. To solve the issue the sheath was replaced, and the procedure was completed successfully without patient complications. The sheath is not expected to return for analysis as it was deemed contaminated.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.